Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, a lab employee obtained a dirty needlestick injury on the index finger when trying to dispose the used needle. The injury occurred because the needle did not retract all the way when the safety mechanism was pressed on one (1) device. Medical testing was provided per the hospital protocol.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, a lab employee obtained a dirty needlestick injury on the index finger when trying to dispose the used needle. The injury occurred because the needle did not retract all the way when the safety mechanism was pressed on one (1) device. Medical testing was provided per the hospital protocol.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-sep-2024. Investigation summary: bd received 10 (ten) samples and 2 (two) photos for investigation. The photos were reviewed and the indicated failure mode for does not retract with the incident lot was observed. Additionally, the customer samples along with 30 (thirty) retention samples from bd inventory, were evaluated by retraction lockout testing and 10 (ten) retain samples were evaluated by visual inspection for damaged parts. No issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode of does not retract based on customer photo analysis, but unable to confirm based on customer sample analysis and retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.